Event description:
Endo gia stapler with a 45-3.5 load appears not to fully fire. Surgeon requested stapler and load to be sequestered and sent back to company and for staff to follow protocol. Stapler placed in biohazard bag and given to general surgery lead for return and investigation.